Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The electronic records were downloaded for review. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer (cqe) reviewed the device's electronic records and was able to verify the reported issue. The depot technician replaced the battery pins as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.